Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons was unresponsive. Customer's blood glucose level was 228 mg/dl. Customer observe time clock for one minute and time was advances. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.